Manufacturer narrative:
(B)(4). Concomitant medical products: 00596001851 - femoral component precoat size h left compatible with lps-flex prolong - 62851327; 00598605701 - stemmed nonaugmentable tibial component option cr/ps/lps size 7 for cemented use only - 62920595; 00597206538 - all poly petella standard cemented size 38 mm diameter 9.5 mm thickness - 62807661; 5791-41 - screw - 62857882; 66017569 - palacos bone cement - 79684378. Report source: foreign country: united kingdom. Due diligence is in progress to determine if the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty and subsequently, was revised approximately 7 years later due to loosening and pain. During the revision, it was noted that there was osteolysis and inflamed synovial tissue. Wear debris was also noted in the pathology report. All components were exchanged with competitor product and zb bone cement without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no signs of infection, signs of lucency, aseptic loosening, and massive osteolysis. Review of the histopathology report noted reaction to wear debris. Complaint is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.